Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 420 mg/dl with polydypsia, extreme drowsiness, and nausea associated with a pump issue. It was reported that the pump did not emit a ¿low cartridge¿ warning before the ¿empty cartridge¿ alarm. The reporter stated that the pump emitted a low cartridge warning twice. Reportedly, the patient remained on the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient allegedly experienced hyperglycemia due to the pump not emitting the appropriate alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history revealed the low cartridge warning level was set to 20 units. There were several low cartridge warnings observed in the alarm history. The pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with the returned battery and cartridge caps with no errors, alarms, or warnings emitted during testing. A low cartridge warning was reproduced for testing and the pump gave the appropriate sound and displayed the correct message on the screen. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specification and delivering accurately. The original complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.